Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inflammation at the evoke closed loop stimulator (csl) implant site. Physician¿s evaluation did not identify an infection; antibiotics were prescribed as a precaution to resolve the reported event.